Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer allowed the battery to fully deplete. The pump was connected to a power source and after the pump turned on the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the customer's reported issue was confirmed. The pump was inoperative. The customer's blood glucose level was 350 mg/dl. The customer drank water, restricted carbohydrates and administered a manual injection to address the elevated blood glucose. The customer reported that manual injections would be used for alternate insulin therapy.